Event description:
Insertion of the axera device and sheath were uneventful. An angiogram revealed the femoral artery was thin and that the sheath may have occluded much of the flow down the artery. A final sheathogram was performed again revealing poor run. The following day, (B)(6) 2013, an ultrasound revealed an occlusion (thrombus) of the right femoral artery and no distal flow. The patient appeared to have collateral flow via the profunda and an epigastric artery. On (B)(6) 2013, surgical intervention including a dorsalis pedis endartectomy was performed to remove the thrombus followed by a fem-fem bypass with administration of heparin via a drip. Pulses were present and the leg was warm. The patient had pre-existing arterial venous malformation, which was exacerbated by the heparin drip resulting in cranial bleed. Patient was discharged on coumadin. Later, she reported a headache and was admitted to an outside hospital where cranial bleed was detected and she was transferred to (B)(6). The patient expired shortly after arriving at (B)(6). The physician believes the patient expired due to the administration of coumadin, which was necessary due to the fem-fem bypass.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Although the lot number was not reported, ship history review revealed that, to date, only one lot (12l13219) has been shipped to the facility. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Patient anatomy was reported to be compromised with collateral flow present suggesting a chronic condition. The description of the complaint indicates the device functioned as intended. It is not clear what caused the thrombotic occlusion of the artery. The description of the event suggests that the anticoagulants used, coumadin and heparin, were the likely cause of the hemorrhagic cerebral event and subsequent death. The root cause, based on available information, is unknown.